Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7079404. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073805. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073649.

Event description:
It was reported that four spinal cord stimulation leads migrated within the patient. The physician noted that the patient did not follow his activity restriction instructions postoperatively. The patient underwent a lead revision procedure where three leads were explanted and replaced, and lead sc-2366-50, sn (B)(6) was repositioned. The patient was doing well postoperatively. The leads will not be returned as they were retained by the medical facility.